Event description:
Unable to interconnect heart-sync t-100 brand defibrillator electrode to philips brand mrx defibrillator cable connector during preparation for pt care intervention. After various attempts by two clinicians present, the connector stopped 1/2" short from complete contact. After proper pt assessment utilizing a 5 lead cardiac monitor. It was determined defibrillation was not indicated due to a complete asystole arrythmia. Had the pt required electrical therapy, the connector malfunction would have prevented proper clinical intervention.